Event description:
Patient treated with 1540 handpiece developed a scar. There is a related medwatch report 1222993-2014-00009.

Manufacturer narrative:
Evaluation of device is ongoing. Root cause has not been determined.